Event description:
A healthcare worker experienced whitening of the skin on the fingers of the right hand after touching peel packs that had been recently removed from a completed cycle. The worker rinsed the contact areas under water and did not seek medical attention. The whitening of the skin resolved within one day. The vaporizer plate was not in place at the time of the event.